Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) additional observations: crease fold and wear abrasion observed on the device. White particles observed outer the device. No further actions are required as the device was implanted.

Event description:
Patient called to report right side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.